Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient presented to the emergency room because they received an inappropriate shock from their system. Diagnostic imaging performed indicated that the electrode may possibly be kinked. The device was reprogrammed to prevent further inappropriate therapy and the patient was booked for system exploration with a possible system extraction to resolve the event. Additional information was received that both the device and electrode were explanted and replaced to resolve the event. The patient was stable with no additional adverse consequences.

Event description:
It was reported that the patient presented to the emergency room because they received an inappropriate shock from their system. Diagnostic imaging performed indicated that the electrode may possibly be kinked. The device was reprogrammed to prevent further inappropriate therapy and the patient was booked for system exploration with a possible system extraction to resolve the event. Additional information was requested regarding the resolution has been requested but not yet received.